Event description:
During the fifth luminexx stent placement in the right external iliac vessel, the vessel perforated. A fluency device was placed to complete the procedure and cover the perforation.